Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose results were 0mg/dl, 300mg/dl. Tests were done within <10 minutes with a difference of 177%. Patient did not experience any adverse events. No further information has been reported. Note - customer using test strips that has been opened for longer than 4 months.